Event description:
It was reported that asnis micro 3.0x38mm screw broke inside the patient. Surgeon tried to remove the screw but could not get it out. The broken piece was left in inside the patient

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.